Event description:
Affiliate reported that the customer was hospitalized for high blood glucose. Affiliate stated that the customer had experienced an e-01 alarm. Instructed to disconnect and return pump.

Manufacturer narrative:
Pump was received with e-01 alarm due to leaky capacitor on motherboard. Unit passed 7.2 unit bolus and occlusion tests.